Manufacturer narrative:
E1. Initial reporter last name: (B)(6) h.6 investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photo analysis. Bd was not able to identify an exact root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.